Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the shaft and in the inflation lumen and in the balloon which is consistent with the reported material rupture. There was crystallized contrast on the shaft and in the hub and in the inflation lumen. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. The guide wire exit notch was torn for a length of 8 millimeters (mm). The shaft was flattened 8 mm distal to the guide wire exit notch for a length of 12 mm. There were multiple bends throughout the entire length of the hypotube. The noted flattened shaft and hypotube bends were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the sds. The inflation device used during the procedure was not returned. The tip length and stent outer diameters were measured and met manufacturing criteria. A new indeflator filled with gastrografin diluted 1:1 with water was used to pressurize the sds when fluid leaked out the torn guide wire exit notch. The shaft was cut distal to the guide wire exit notch and the indeflator was attached to a luer and the sds was pressurized to nominal pressure of 8 atmospheres (atm) and the stent implant expanded and the balloon pressurized. The stent implant was removed and the balloon was pressurized to rated burst pressure (rbp) and the balloon held pressure and there were no leaks noted. The balloon was not ruptured as reported. The reported anatomical conditions were heavy calcification and heavy tortuosity which appear to have contributed to the reported physical resistance. Attempts to advance the sds through the tortuous anatomy may have contributed to pulling the guide wire through the guide wire exit notch and subsequently resulting in the inflation issue. Pulling the guide wire through the exit notch such that it tears through can result in a leak to the sds and contribute to the reported inflation issue. Subsequent inflation and deflation attempts would then introduce blood into the inflation lumen as noted in the returned device analysis. Thus, the reported physical resistance and inflation issue appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to this complaint. A query of the complaint-handling database was performed and no other incidents have been reported for physical resistance or material rupture for this lot. All stent delivery systems are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation.

Event description:
It was reported that during a mid left anterior descending artery stenting procedure, the stent delivery system met resistance in the heavily calcified and tortuous vessel while advancing to the lesion. Once at the lesion, the balloon failed to inflate. Upon removal, it was noted that the balloon was ruptured. There was no adverse patient sequela and no clinically significant delay in procedure. A second xience stent of the same size was successfully deployed in the lesion. There was no additional information provided.